Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the customer reported complaint was confirmed/replicated. The force bipolar instrument was found to have a broken grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation related to customer reported complaint was also identified: the force bipolar instrument housing was removed, and the instrument was found to have a dislodged grip cable. The yaw motion may be non-intuitive as a result.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument broke inside the patient and then got stuck on the robot arm. The staff had trouble releasing the instrument with the emergency key. The customer was finally able to remove the instrument, the staff noticed that the cables were broken at the hinged part of the grasper. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The force bipolar instrument was returned and failure analysis testing was performed. The instrument was found to have a broken grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to a reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. An additional observation related to the customer reported complaint was identified. The housing was removed, and the instrument was found to have a dislodged grip cable.